Event description:
It was reported that catheter entrapment on guidewire occurred. Vascular access was obtained via radial artery. The 85% stenosed, 15mmx2.5mm, eccentric, in-stent restenosis target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and moderately calcified proximal left circumflex artery. After the lesion was engaged with a 3.5, 6fr non-boston scientific (bsc) guide catheter and crossed with a non-bsc guidewire, a 3.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during the procedure, resistance was encountered. The balloon was stuck on the wire and the wire was not able to pass through the nc emerge monorail shaft. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were no fluids detected to the device, and the balloon was tightly folded. At 3mm from the bicomponent weld, for a length of 2mm, the guidewire lumen was stretched and prolapsed.

Event description:
It was reported that catheter entrapment on guidewire occurred. Vascular access was obtained via radial artery. The 85% stenosed, 15mmx2.5mm, eccentric, in-stent restenosis target lesion containing a 45 and 90 degrees bend was located in the moderately tortuous and moderately calcified proximal left circumflex artery. After the lesion was engaged with a 3.5, 6fr non-boston scientific (bsc) guide catheter and crossed with a non-bsc guidewire, a 3.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during the procedure, resistance was encountered. The balloon was stuck on the wire and the wire was not able to pass through the nc emerge monorail shaft. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable.